Manufacturer narrative:
The implant remains in situ. The identifying lot number was not provided; therefore, a review of the device history records could not be conducted. Radiographs were not provided. There was no allegation of implant malfunction. Based on the information provided, a root cause could not be determined. If additional information is received, a follow-up report will be submitted.

Event description:
During an l3-l4 cortical screw case, the surgeon advanced a 6.5mmx40mm screw and saw the lamina fracture cranial and caudal to the shank during insertion. There are no plans for additional surgery. The surgeon will continue to monitor the patient.